Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used for two treatments of the superficial femoral artery. Balloon angioplasty was performed after orbital atherectomy. A final angiography revealed an embolization in the posterior tibial artery (pta). There was no angiography performed post orbital atherectomy, only post procedure. Balloon angioplasty was performed in the distal pta to resolve the embolism. The patient was in stable condition. In the physician's opinion, orbital atherectomy may have contributed to the embolism but also indicated the problem could have been related to a thrombus.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported embolism/embolus resulting in unexpected medical intervention appears to be related to operational context. In this case, it is likely that the reported embolism/embolus resulting in unexpected medical intervention is related to the patient anatomy and use technique. This is consistent with the physician's opinion, which is, orbital atherectomy may have contributed to the embolism but also indicated the problem could have been related to a thrombus.. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used for two treatments of the superficial femoral artery. Balloon angioplasty was performed after orbital atherectomy. A final angiography revealed an embolization in the posterior tibial artery (pta). There was no angiography performed post orbital atherectomy, only post procedure. Balloon angioplasty was performed in the distal pta to resolve the embolism. The patient was in stable condition. In the physician's opinion, orbital atherectomy may have contributed to the embolism but also indicated the problem could have been related to a thrombus.